Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against a screw, lot code zp5c44, for infection. It is not known if the reports are similar as the reason for revision has not been provided. It should be noted, revision has not been confirmed and it is unknown if the patient has been revised. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed.

Manufacturer narrative:
Information received from (B)(6). Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed. Update oct 18, 2017: additional information received. Added manufacturing date to all products. This complaint was updated on: nov 10, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Information received from (B)(4). Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed. Update (B)(4) 2017: additional information received. Added manufacturing date to all products. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.